Event description:
Information was received from a patient previously receiving intrathecal morphine (unknown), bupivacaine, fentanyl at unknown concentration/doses via an implantable pump for spinal pain. It was reported by the patient that their current pump and catheter are awaiting approval from workman's compensation to be replaced. Patient stated that in (B)(6) 2023, they took a fall and when they fell it was not working right and they did a dye test and found out that the catheter wasn't pumping right so they believed they did something to it when the patient fell. Additional information from the patient inquiring about alarm silencing as their healthcare provider (hcp) was 1.5hrs away from them. Patient stated the pump 'is not working - the meds aren't' coming out and the life expectancy is expired.' Agent assisted patient in alarm interrogation with 8835 ptm and patient confirmed service code 8286 - empty reservoir alarm. Patient then stated their hcp knew it was empty and wasn't going to refill it before scheduled replacement surgery on the (B)(6). Patient stated that since (B)(6) they started hearing the pump alarm 'every 9 min.' Patient re-reported being in so much pain. Patient inquired about obtaining handset/communicator with new pump, and agent redirected to hcp. Patient re-reported 'I think something happened to the pump after I fell because the pump was not dispensing the medication,' and stated hcp withdrew all of the pump medications during a refill that happened after the fall. Additional information from the healthcare provider (hcp) indicated that the pump was not delivering medication consistently and 'patient is having a whole new system'. It was reported that the patient's system was getting replaced on (B)(6) 2024. It was reported that the results of the dye test were unknown. It was reported that the cause of pump/catheter issues was not determined. Actions/interventions included a new pump and catheter. Patient's weight was asked, but not provided.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2019 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 04-jan-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) and they reported regarding the status of the device; the pump was not working. The pump was replaced on 2024-04-18.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.